Event description:
Boston scientific received information that this health care professional (hcp) contacted the local representative to report that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining capacity). The patient was seen in-clinic and interrogation of the device confirmed that the battery was low. The patient was scheduled for device replacement. The local representative contacted boston scientific's technical services (ts) to discuss the issue. Data from the patient's monitoring system was reviewed by boston scientific's in-house engineering. The clinical observation of a low voltage fault was confirmed. Using the last 7 weeks' worth of daily average battery voltage measurement data,the estimated true depth of battery discharge to obtain an estimate of the fault current was plotted. The current appears irregular with an average additional current drain of approximately 257ua over the expected nominal value of 19ua. The depletion appears intermittent and the failure mode may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device maintain normal therapy functions for 1 weeks' time. The local representative was informed that the device should be explanted and replaced. The local representative contacted ts on the day of the replacement procedure to discuss the reported issue again. Additionally, the local representative observed shock electrogram artifact when the device casing was tapped. Ts noted that the shock electrogram's configuration is rv to can which is likely to produce artifact when the casing is tapped. The local representative was instructed to have the physician check the rv defibrillation lead during the procedure prior to attachment of the replacement device.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.057 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.